Event description:
It was reported that the perfusionist phoned the complaint management department, stating that the intra-aortic balloon (iab) was prepped per instruction. As the iab was being advanced into the sheath, the perfusionist noticed the membrane began to unravel and the iab became stuck in the sheath. As a result, the iab was removed from the sheath and another iab was prepped and inserted without complications.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be field if additional information becomes available.